Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No logs were provided but two screen shots and a short video were provided. According to the hospital the ventilator passed the pre-use check afterwards and no information that any part was replaced. The investigation therefore is an evaluation of the available information. According to the screen shot, the o2 concentration alarm high was correctly activated and was triggered by a surpassed alarm limit of 5 % above the set value of 30 %. This was only 1 % above the limit. The patient¿s saturation was 93 % and acceptable at the time of the alarm and at the disconnection of the ventilator from the patient. The drop in the patient¿s saturation according to the hospital was caused by the time duration when the ventilator had been disconnected from the patient which was the indirect cause by the actions that were taken. Although the high o2 alarm occurred as reported but there was no stop of ventilation or significant change in the delivered o2 concentrations to justify an immediate disconnection of the ventilator. The cause of the high o2 concentration alarm has not been determined. The performed pre-use found nothing related to o2 gas supply issue. The conclusion in the matter is that the alarm was correctly activated but the measures taken were drastic and not justifiable. A patient with a setting of o2 concentration of 30 % is not totally reliant on enriched o2 concentration and a slight increase would not lead to a sudden change of the patient¿s saturation levels that would negatively impact the patient¿s health. The cause of the patient¿s desaturation was the idle time after the disconnection of the ventilator from the patient that caused the desaturation while according to the hospital, a pre-use check was being performed to check the ventilator. While the user manual recommends performance of a pre-use check, but the literal interpretation by the hospital was incorrect because the conditions were not met. The cause of the alarm has not been determined and no information has been provided as to whether any attempts were made to adjust the o2 concentration level. The discrepancies in the waveforms are not due to a ventilator malfunction but clinical issues that can be resolved by adjustments and are not related to the o2 high concentration alarm. H3 other text : pictures, video, information evaluated.

Event description:
It was reported that while a patient with severe pneumonia was being ventilated, the ventilator generated high o2 and high respiratory alarms. The ventilator was disconnected form the patient and a pre-use check was performed. The pre-use check failed the flow transducer test. The ventilator was replaced with another one. According to the hospital during the episode the patient¿s saturation level that was at 93% at disconnection was not maintained but the figure was not provided. A chest radiography was done which indicated the patient was compressed by 70% of the pneumothorax. The chest cavity was immediately drained and the rescue was successful. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).